Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was recently explanted since her healthcare provider (hcp) told her there was too much scar tissue. The patient did not know why it was explanted since it was working for her symptoms. The patient wanted to have another one put in but wanted another list of different physicians in her area. Relevant medical history included non-malignant pain. No causes or diagnostics were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2016 product type lead information references the main component of the system. Other relevant device(s) are: product ID (B)(4) serial# (B)(4), ubd: (B)(4) 2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they didn¿t get the spinal cord stimulator (scs) in the right spot because she had too much scar tissue. The patient reported that her first scs was replaced. The patient reported that when the first one was put in, it was only one lead and they couldn¿t get it in the right spot. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.